Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the pump was alarming or beeping. Per the reporter, the pump had been ¿out¿ since (B)(6) and this was because the patient had missed a refill as they had moved and could not find a physician. The pump had been alarming since (B)(6). The patient was hospitalized due to the withdrawal which also started in (B)(6). The reporter stated that the patient was not given any medication orally or IV ( intravenous). Physician listings were requested. No further complications were reported regarding the event.